Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while advancing the 11th ruby coil through a px slim delivery microcatheter (px slim), it unintentionally detached in the proximal part of the px slim. The physician removed the ruby coil, flushed the px slim and completed the procedure by delivering two new ruby coils in the aneurysm using the same px slim. There was no report of an adverse effect to the patient.